Manufacturer narrative:
This supplemental report is being submitted to provide additional information supplied by the customer.

Event description:
Additional information was received from the customer. The issue was identified during pre-use inspection while being used wit the scope for an unspecified therapeutic procedure. The grip section of rigid endoscope was difficult to operate normally. The procedure was completed with the same device with no surgical delay.

Event description:
It was reported the camera head grip section of rigid endoscope damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found folding image noise occurs, flooding of the camera cable, flooding in the main unit image capture, cracks in the video connector, corrosion on the scope mount, twisting of the camera cable, corrosion on the electrical contacts of the video connector, corrosion on the free lock lever and there was adhesion on the main body. Based on the results of the investigation, it is likely the event occurred because the scope mount does not work properly, resulting from heavy operation. The internal ccd may have failed due to water immersion in the main unit imaging and camera cables, and it is assumed that the ccd failure prevented normal communication, resulting in the gerneration of image noise. The video connector was cracked and could not be kept watertight. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "preparation and inspection_inspection of camera head", the following description is found. Check that there is no loosening or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated in a counterclockwise direction. Confirm that there is no looseness or rattling of the scope mount when the scope mount is operated. The following is described in the "warning" in the "instructions for use" section of the instruction manual. If an abnormality occurs in the endoscope image or function and it returns to normal spontaneously, the equipment may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is included in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warnings" in "storage". Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. The following statement is included in the "warning" section of the instruction manual "for safe use_endoscope image disappearance and freezing. Do not bump or drop the product. There is a risk of damage to the product's internal electrical circuits due to water leakage. Olympus will continue to monitor the field performance of this device.